Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter city is unknown, unable to confirm reporter city, therefore (B)(6) has been listed. Device manufacture date: unknown. Investigation summary: unable to perform DHR check due to an unknown lot number for needle bent & dimension. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified bd needle that 10-20 needles were bent or too short ¿material no: unknown batch no: unknown. The following information was provided by the initial reporter: verbatim: "I've been loyal using your supplies that the original line of pen needles had better made qualities then penta point or universal fit but each box from others like 10 or twenty have been bent or too short and unusable to use would like some how to find the original line so I don't go thru defects every time."